Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during the bolus delivery. Customer's blood glucose level was 225 mg/dl.